Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that since starting on ilet paired with dexcom g7, the patient experienced persistent elevated blood glucose with the ilet operating in bg run mode and lacking consistent cgm data, requiring frequent manual bg entries and initial pairing failure between the g7 and ilet. Symptoms included dizziness and lethargy. Outcomes included prolonged hyperglycemia above 180 mg/dl for several days with a reported peak above 400 mg/dl, no ketone testing, no backup therapy use, and no medical intervention or hospitalization. Investigation included review of device reports and troubleshooting and education, including assistance with g7-to-ilet pairing. Investigation of this case revealed inconsistent cgm connectivity leading to bg run mode and manual data entry, which limited automated insulin dosing; device hardware failure was not identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup and connectivity issues resulting in loss of cgm integration with the ilet.